Manufacturer narrative:
A specific cause for the reported hemorrhagic stroke and a correlation to the device cannot be determined. The patient expired due to a hemorrhagic stroke. No additional information related to the event was received. The pump was not explanted; the pump is not available for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired with the cause of the expiration being noted as "hemorrhagic stroke". No additional information was received.

Manufacturer narrative:
(B)(4). The pump was not explanted and therefore is not available for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. H3 other text : placeholder